Event description:
It was reported that during use medication leakage out luer with a 3 ml bd luer-lok¿ luer-lok¿ tip. This occurred on 2 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: during one of our flu clinics, nurse was using bd 3ml syringe to draw up vaccine and when she went to push the med into the employee, the medicine came out the side of the syringe next to the needle instead of being injected into the employee. A second syringe did the same thing.

Manufacturer narrative:
H.6. Investigation: two loose 3ml syringes, each with attached safetyglide needle, were received and visually evaluated. The needles had their safety shields fully extended. The samples appeared contaminated with medication residue. One syringe was observed to have medication residue in the luer threads, indicating leakage occurred. Both needles were found to be loosely attached to their respective syringes as it was possible to turn them to tighten between 1/4 to 1/2 turn clockwise. No manufacturing defects with syringe product were observed. Potential root cause for the leakage at luer is likely due to improperly connected needle device by the end user. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use medication leakage out luer with a 3 ml bd luer-lok¿ luer-lok¿ tip. This occurred on 2 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: during one of our flu clinics, nurse was using bd 3ml syringe to draw up vaccine and when she went to push the med into the employee, the medicine came out the side of the syringe next to the needle instead of being injected into the employee. A second syringe did the same thing.